Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received for evaluation, 1 device was not available to stryker for evaluation. No further evaluation was possible. Evaluation status: 3 events suggests the routers broke as a result of overload conditions. Additional information : 4 devices were labelled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes 4 malfunction events in which the device broke during use. There was patient involvement. Four events occurred during a cranial procedure. There was no patient impact.